Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported a patient developed an open wound on under the back therapy electrodes. There is no indication of medical intervention. Follow up with the patient was attempted but unsuccessful. The patient's medical outcome is unknown. The patient continues to wear the lifevest.